Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with battery out limit followed by a failed battery test; however, the customer refused to answer what she was physically doing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test alarm. The customer was advised to clear the alarm with the escape and action buttons. The battery compartment and spring were not corroded or damaged, and the battery contacts were not missing or damaged. The customer was advised to clean the battery cap contacts and insert a new battery. Troubleshooting ended there since the customer needed to get new batteries and call back. No products were shipped or returned.